Event description:
It was reported via social media comment by the patient that the vns would make it harder for the patient to breathe when stimulating, which would cause the patient to have a seizure. The patient's vns generator was explanted when the patient underwent brain surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was later reported by the patient that the device was explanted in 2006 when they had brain surgery. The explanted device has not been received to date.